Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using infusion set longer than recommended and incorrectly performing fill cartridge steps. Clinical support informed customer that using infusion set longer than recommended and incorrectly filling the cartridge is off label per the tandem user guide. Customer's blood glucose was 300's mg/dl - high. Elevated blood glucose was addressed with a changing infusion set and a manual injection. Ultimately, customer went to the emergency room due to bg and was treated with intravenous fluids of saline and insulin. Customer was released the same day with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.